Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported hyperglycemia due to under delivery of insulin. On (B)(6) 2023 patient felt unwell and vomited. The patient was taken to the hospital by her son and was admitted. Her blood glucose measured 1000 mg/dl and she was disconnected from the insulin pump. The type of treatment she received was not provided. The patient's current condition is good.